Manufacturer narrative:
(B)(4). Second of 2 emdrs. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Correction made; incorrect response was inadvertently selected in the initial MDR. Visual inspection, functional testing and dimensional analysis was performed on the samples and passed. This complaint cannot be confirmed, and no root cause was determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. No other complaints have been received for this batch. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report a gap that was found between the disconnect cap and the main body of the transfer set. There was no patient injury or medical intervention.